Event description:
The customer reported multiple opcheck failures including pacer and shock failures.

Manufacturer narrative:
The customer reported multiple opcheck failures including pacer and shock failures. The unit was evaluated at philips and the symptoms were verified. The issue was resolved by reloading the software.